Event description:
It was reported a balloon ruptured at five atmospheres during a popliteal angioplasty procedure. During removal of the balloon catheter, resistance was encountered. The balloon and sheath were removed as a unit. Another balloon catheter was used to successfully complete the procedure and the pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon material was partially detached and was folded over onto itself. All the balloon material was present on the distal tip. Adhesive was noted on the proximal bond. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated resistance was encountered during withdrawal of the device following balloon rupture which may have contributed to detachment of the balloon from the proximal bond. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully..if resistance is encountered, due to balloon rupture or for any other reason, when removing either a balloon through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."